Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during a digestive laparoscopic surgical procedure, the surgeon placed a laparoscopic monopolar scissors on the patient body then accidently pushed on the coagulation pedal. Patient skin was burned. The surgeon stated there should not be significant patient consequences and the burn should heal."

Manufacturer narrative:
Tube (B)(4) dia 5mm 350mm; (B)(4). Analysis: the product was received by the qe for instrumentation on (B)(4) 2012. The results are as follows: handle (B)(4) dia 5mm ang - no defect has been detected on the instrument. The instrument can perform a conform coagulation. Tube (B)(4) dia 5mm 350mm - the instrument has been repaired outside of medtronic. However, although we do not recommend such practices, we do not think that this coating defect could be the root cause the defect. Scissors insert (B)(4) 3pk 350mm - no defect has been detected on the instrument. The instrument can perform a conform coagulation. Analysis results summary: from the explanations provided by the surgeon, the instrument has been posed on the patient with the handle in contact with the patient skin when the coagulation was on. The handle of the instrument being conductive, an electrical arc has formed between the handle and the patient which has led to the burn reported. The incident is due to an misuse. Investigation results: this event resulted in a patient burn due to a surgeon placing a cautery instrument on the patient. The foot pedal was then inadvertently stepped on by the surgeon which caused the cautery to be activated causing a burn on the patient's skin. The available information indicates that a product malfunction did not occur and the event was most likely caused by use error. A review of the complaint history for this product family did not identify a similar complaint whereby this event or similar event has historically resulted in a patient and/or user injury. However, as this incident resulted in a burn to the patient, while not considered a serious injury, it was determined that the event will be reported as an adverse event. Product description: cauterization instruments is intended for use during laparoscopic surgical procedure to coagulate tissue or arrest bleeding using a high frequency electric current.